Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma,lung disease,cardio pulmonary reserve,inflammatory response,dizziness,skin irritation. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 18th, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma, lung disease, cardiopulmonary reserve, inflammatory response, dizziness, skin irritation. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was 32 error codes found. The secondary findings were observed. Dust was observed the third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. In box g: date received by mfg (rfb) has been updated. In box h: problem code, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.